Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On 2019-02-26, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.